Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. Lot 7012750, visual inspection found the barb to be flattened and deformed in multiple locations. The barb is also scraped such that poly strands protrude from the liner. Deformation was also observed on the side wall of the liner. The outer radius of the liner is scratched and indented. Scratching was also observed on the rim. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 110010283-g7 frdm const e1 10deg lnr 36f-7012746. 010000665- g7 pps ltd acet shell 56f-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 03333. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon tried seating the g7 freedom size f liner into the cup without success. Surgeon opened another g7 freedom size f liner and tried seating the cup with the same results. After two wasted liners, a neutral freedom was opened and seated with first mallet blow. Attempts have been made and additional information on the reported event is unavailable at this time.